Event description:
It was reported that the surgeon inserted a cq 2015 three piece collamer lens and the lens was torn during insertion. There was not pt injury. This is the first of two lenses that the surgeon attempted to insert in this pt. See MFR report number 2023826-2007-00949.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was a split across the optic and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.